Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the vacuum relief valve was occluded. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, we have received similar complaints in the past where a sample was received. In those complaints, the occlusion was verified. The root cause has been determined to be inconsistent calcium carbonate coating on the duckbill lips within terumo's supplier's process. (B)(4).